Manufacturer narrative:
He event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 05/12/2017 and is as follows: patient alleges that filter was placed on (B)(6) 2008 following motor vehicle accident with a high probability of dvt. Patient alleges that outcomes attributed to the device include: tilt, vena cava perforation, device unable to be retrieved, and organ perforation, which are based on imaging studies performed. Patient also alleges anxiety due to retained filter. Patient alleges no attempts to retrieve device. Patient alleges unable to find physician willing to retrieve device.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, vena cava perforation, unable to retrieve, organ perf - updated sfc". Cook will reopen its investigation if further information is received. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time.

Manufacturer narrative:
Investigation: the following allegations have been investigated: fracture, aorta perforation, embedment. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. The additional information regarding aorta perforation and embedment does not change the previous investigation results for organ/vena cava perforation. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2021, per a report from x-ray; ¿redemonstration of a vertically oriented ivc filter with superior tip projecting over the mid l2 vertebral body with stable appearance of previously noted strut fractures. One displaced strut projects superiorly, unchanged. The other inferoposteriorly displaced strut is unchanged in may represent a bifurcated limb vs two separate struts projecting unchanged other. Again seen are leads from presumed neuromodulation device projecting over the spine.¿ (B)(6) 2021,per a report from open surgical retrieval report (successful); ¿operative findings: the ivc filter struts were penetrating into the surrounding structures including into the infrarenal aorta and the surrounding soft tissue surrounding the right ureter. One of the ivc filter struts was completely detached. All ivc filter components were removed including the detached strut. The infrarenal aorta was repaired primarily and the inferior vena cava venotomy was repaired with a bovine pericardial patch as patch angioplasty" "the inferior vena cava was then clamped and the longitudinal venotomy was created. The filter was embedded into the wall and this was freed up and removed.¿ "the patient tolerated the procedure well".